Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the staples did not form. Opened another device and used it one cm lower and it worked fine. No adverse effect to patient.